Event description:
Datascope pt monitoring's distributor in foreign country was advised by the hosp of the following event: the monitor was in an empty room (no pts or hosp staff were present), plugged into the ac outlet and charging. The staff heard the fire alarm go off. When they entered the room, they saw smoke and fire coming from the monitor. No injuries were reported.

Manufacturer narrative:
The unit in question is three years old, and we have not received any related reports. Datascope pt monitoring requested that the unit be returned for eval. As of the date of this report, we have not received the monitor. Our distributor has advised us that although the hosp did not release the monitor for several weeks after the event, we should expect to receive it shortly. A supplemental medwatch will be filed when our eval is complete, or within 30 days (november 4th), whichever is sooner.